Event description:
Healthcare professional reported "infectious disease". Device remains implanted.

Manufacturer narrative:
9th oncoplastic surgery society chairman's lecture. Institution: (B)(6) hospital. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "infectious disease."

Event description:
Affected side is unknown.